Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, an audible crack was heard. It was stated that the device could no longer be used during the 2nd firing as it was blocked. The surgeon was able to press the green button but was not able to squeeze the handle. Another handle was used to complete the case. There was no patient injury.